Manufacturer narrative:
Customer product was returned for evaluation. The customer had used the contour control solution instead of the contour next control solution. Using an incorrect control would cause out of range control readings, not marked as control tests.

Manufacturer narrative:
Model# was not provided.

Event description:
A (B)(6) customer received control results of 16, 16.4, and 16.3mmol/l on the contour next. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The meter was replaced to the customer. The control was not expected to be returned.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.